Event description:
A nurse reported that during the cooling the low temperature alarm was on and the system displayed pt temperature to be 26 degrees c and the pt went into pea.

Manufacturer narrative:
The nurse reported that during the cooling the low temperature alarm was on and the system displayed pt temperature to be 26 degrees c and the pt went into pea. The bladder probe of an unspecified brand used in conjunction with the thermogard xp was replaced and the pt was warmed with surface cooling device. The pea reversed without any detrimental effect on this pt. Compared the pt's condition at the time of hosp admission, the nurse described the recovery as "remarkable", which establishes that the cooling was effective. The system archive data was for the treatment is not available since for this investigation. The default "lo" temperature alarm is 28 degrees c. However, the fact that the system was in alarm mode as intended, indicates that the thermogard xp system was working within the specs. It is very likely that the pt was unattended for some time during which the pt temperature went below 28 degrees c. The system was checked by zoll rep and no malfunctions were found. Based on zoll service finding and the hosp's own investigation, the customer put the system back in use. Which further supports, the thermogard xp system did not malfunction. Along with the thermogard xp system a bladder temperature probe from an unk MFR was used. We had requested the customer to return this probe for our investigation. However, the temperature probe was not returned to zoll. Zoll does not manufacture temperature probes. Based on the available info it is not possible to determine what may have allowed overcooling of the pt, but a malfunction of the temperature probe cannot be ruled out.